Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleging particles in tubing/chamber and a thermal issue. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed unknown brown sticky residue on the top enclosure near the accessory module port and the sd port. Unknown black dust-like contamination on the top enclosure, inconsistent with degraded sound abatement foam, near the accessory module port and the sd port. Significant unknown black dust-like contamination, inconsistent with degraded sound abatement foam, at the air inlet. Unknown black dust-like contamination, inconsistent with degraded sound abatement foam, inside and around the iso (international organization for standardization) port. Unknown blackish contamination, inconsistent with degraded sound abatement foam, inside the top enclosure and inside the front panel. Unknown white dust-like contamination on top of the blower motor and the blower outlet seal. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown white and brown dust-like contamination in the blower box. Unknown brown contamination and black potential hairs/fibers, inconsistent with degraded sound abatement foam, in the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust-like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in tubing/chamber and a thermal issue. The patient alleges difficulty breathing and shortness of breath. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.